Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
The patient presented to the ER after receiving several shocks. Upon interrogation, the device was found in hardware reset. The device was explanted.